Event description:
Per biotronik patient tracking, this system was removed due to infection and has not been replaced. Philos dr, (B) (4), MDR 1028232-2010-00643, jp 45 bp, (B) (4), MDR 1028232-2010-00645.